Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections: g3, g6, h2, h4, h6 and h10. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The no image malfunction (no error message) was due to the bend of the pin inside the scope socket. The bend of the pin, can occur when inserting the endoscope into the video connector receptacle and if the end of the connector on the endoscope side is missing or foreign matter sticks to the tip, it can potentially get caught in the terminal of the video connector receiver or it may have occurred because the terminal is pushed back and bent by inserting the endoscope further with the terminal caught. As stated on the IFU (instruction for use) and as a preventive measure, the user manual indicates: do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. The legal manufacturer will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device was returned to the service center for evaluation. The evaluation confirmed the reported image malfunction as the there was no picture displayed on the monitor due to a bent pin inside the scope connector socket when a test camera head was connected. Additionally, the external housing has cosmetic wear. The device is pending repair. The device was previously repaired on (B)(6), 2019 for a worn out video connector locking mechanism. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The service center was informed that the visera elite video system center reportedly had an image malfunction, "no picture, put another camera in there and it worked fine" during inspection before use. It was a reported that no patient was affected or involved.